Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with two fully loaded cartridge reloads present. The device was tested for functionality with test reloads on the three articulated positions; on the left, center and right it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon fired across the bowel with a blue reload. The surgeon said that it didn`t quite feel right, when fired. On inspection of the staple line, there was a `hole` or section that appeared to have no staples. The surgeon over sewed the staple line. Surgery was prolonged forty five minutes. There were no adverse consequences for the patient.